Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70. Serial: (B)(4), batch: 18493206. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 18565714.

Event description:
It was reported that the patient underwent a full system explant procedure to remove the ipg and leads due to a loss of therapy. The patient was doing well post operatively.